Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, analysis found corrosion on the keypad traces. No unexpected number ramping or scroll bar moving without input noted by analysis. The insulin pump has a cracked case on the lcd window corners, minor scratches on the lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratches on the reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was not performed. The device was returned for analysis.